Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have been having a problem with their stimulator. Patient stated they were having problems with their hips hurting really bad in their rear end down to their legs and in their back. Patient said the pain was not that bad, but it was a little bit in the bottom of their back and a little on their hip at first. Patient mentioned they were not paying much attention to the pain because it was wintertime and the pain was not that bad at first; patient mentioned that they first felt the pain last year in october or november. Patient reported that their hips, butt, and back have been hurting really bad lately; patient went to the doctor today and the doctor said that they want to do x-rays and physical therapy. Patient stated that they turned their stimulator off last night and kept it off for all of today so far and they have had no pain. Patient noted that after the doctor they went to their psy chologist and told them about how they do not feel pain when the stimulator is off; patient thinks that the issue could be a pinched nerve from the stimulation vibration or the placement of the implant. Patient mentioned that this issue has been going on for the l ast 3-4 months since they got reprogrammed. Patient also mentioned that the original pain and reason they are implanted is because of their feet; patient said that the back and hip pain is new. Patient reported that they have had this feeling for 2 months now and that they have fallen 3 times including today at the doctors office due to the feet pain. Patient stated that they can barely walk with the stimulator on and that they think the issue is a pinched nerve. Agent reviewed the role of the rep and potential reprogramming and device interrogation with the patient.